Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection revealed a foreign particle adhered on the adapter. During the visual inspection, there was no problem found on the other parts of the device including the thread of the connector. Dimensional measurements, and a connection test were performed and all of the results met product specifications.the reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the titanium adapter and the peritoneal dialysis (pd) catheter (non-baxter product). This occurred during use of the device for pd therapy. Peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.